Event description:
Pt developed a progressive capsular contracture on the left recently, and workup with mammogram and ultrasound revealed bilateral ruptured implants, which were removed. They were not replaced.